Event description:
It was reported that a pump displayed system error 322. It was determined that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The incoming evaluation reproduced the reported symptom of an ec 322. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The upper auxiliary assembly was replaced.